Event description:
A peritoneal dialysis nurse (pdrn) reported that the screen of a patient¿s liberty select cycler went blank during an unknown phase of peritoneal dialysis (pd) treatment. The pdrn pressed the ok and stop keys and touched the screen however the screen remained blank. At that point in time, the technical support representative advised the pdrn to discontinue use of the cycler. A replacement cycler was issued. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified. Additional information was requested however to date has not been provided.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. There were visual indications of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. A pre-accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. During an internal visual inspection of the returned cycler visual indications of dried fluid were found between the pump assembly and display assembly. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. A review of the device manufacturing records was conducted by the manufacturer. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board.